Manufacturer narrative:
(B)(4)

Event description:
It was reported that inaccurate cgm values occurred on 01/12/2023 for a sensor with lot number 7311716. However, a transmitter with serial number 8wybpr was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and inaccuracies was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. Health effect - impact code - f1004 underdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the parent reported that the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. Due to the inaccurately low cgm values, the patient's omnipod insulin pump suspended insulin delivery resulting in mild diabetic ketoacidosis (dka). The parent treated the patient's inaccurately low estimated glucose value (egv) readings with soda. The patient experienced vomiting and dizziness and was taken by her mother to the hospital where she was admitted to intensive care unit (ICU) and treated with an insulin drip. The patient was hospitalized for fewer than 24 hours. Throughout the event, the cgm was reading 70-90 mg/dl and the blood glucose reading was 569 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient continued with blurry vision and had a sore throat. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.